Manufacturer narrative:
(B)(4). This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse spoke to customer. The tube from the top of the prefilter came out and the customer could not find it. The fse assisted them over the phone in locating it and putting it back on. The g8 instrument is operational. No further action is required by field service. The most probable cause for the screw that holds peek tubing on top of filter housing fell off was the tube came out of the top of the prefilter.

Event description:
On (B)(6) 2015, a customer reported that the screw that holds peek tubing on top of filter housing fell off on the g8 instrument. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.